Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 32 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to hospital from outside inpatient rehabilitation facility for melena. The patient¿s hemoglobin dropped to 6.4 g/dl and received 2 units of packed red blood cells (prbc) in the setting of supra-therapeutic inr. Further testing was pending reduction of inr. Additional information was requested but not provided.

Event description:
Additional information received on 24jul2018, the lvad clinician reported a small bowel enteroscopy was performed and results showed multiple diminutive bleeding angioectasias in stomach and was cauterized. Reportedly, the event resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had noted mediastinal fluid collection near outflow graft. This was non-enlarging with new air which may be suggestive of infectious abscess. Blood cultures were taken and remain negative after 48 hours. Intravenous antibiotics were started prophylactically. Cardiothoracic surgery consult stated there is no indication for re-operation and the clinical information is not consistent with systemic infection or obstructive shock.